Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The uninterruptible power supply (ups) of the image pc failed due to a defective battery. As a result, the computer could not boot, and an on-site service intervention was necessary. Although the battery pack is a spare/consumable part, the on-site technician decided to replace the entire ups (ups 5p 850i) as a precaution. Examination of the returned part confirmed the suspected defect of the battery pack. The spare parts consumption of the affected component was checked and no increased consumption was found. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios fusion system. The user reported that after the patient was given anesthesia, the system did not start up. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.